Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a motor error where they had to reprime to clear. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had screen where customer had to tilt to read around, top of battery compartment was hard to open as threads were worn and stripped, gear was slower when priming. Customer declined technical support. The insulin pump will not be returned for analysis.